Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the snare failed to transmit current. The active cord was replaced, which did not resolve the issue, and the procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the snare failed to transmit current. The active cord was replaced, which did not resolve the issue, and the procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the device extended and retracted according to specifications during functional testing. Electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.